Event description:
It has been reported by a dealer that a (B)(4) wheelchair is tweaked on one side does not tilt evenly. The chair tilts but there is a grinding when it does tilt and it does not stop evenly at the stop points, off by 1/4 of an inch on the left side.